Event description:
This patient underwent insertion of a guidant h135 device in 2003. He had artial fibrillation, class 4 congestive heart failure and was status post mitral valve replacement. Following device implantation, he had an av nodal ablation and has improved dramatically. His device came under scrutiny because of reported problems and, although there was no evidence of malfunction, we elected to replace it since he was pacemaker dependent. In 2005 his device was replaced with a guidant model h179. A mo later this new device was found to demonstrate artifact on the rate sensing lead causing inappropriate inhibition of pacing with resultant dizziness in this pacemaker dependent patient. Electorgams clearly revealed the problem. He was readmitted to the hospital and this 1 month old device was explanted and replaced with a st jude 338. The gudiant device was returned. No loose connection could be identified at the time of explant. Impedance and thresholds were unchanged. This is the third such device failure we have seen. All are guidant crt devices with identical electrograms and malfunctions.